Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: it found that the tube has foreign matter on shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes.the following information was provided by the initial reporter, translated from (B)(6) to english:it found that the tube has foreign matter on shield.